Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
T was reported that pump did not annunciate audible sounds for alerts. Customer's blood glucose level was 290 mg/dl. Tandem technical support verified that pump volume was audible and customer maintained allegation that the pump did not have sound an audible alert despite the volume being set to low. Customer continued to use the pump for insulin therapy.